Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n: (B)(4)) found that the cable assembly was found with broken connector pins. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the dead implantable neurostimulator (ins) battery and loss of stimulation had been resolved with the replacement desktop charger. All was well and working properly.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the connector pins on the desktop charger broke off into the recharger. The patient was able to remove the pins from the recharger. The patient saw the recharge your implantable neurostimulator battery screen. During troubleshooting, the patient saw the poor communication screen on the patient programmer. The patient was able to communicate with the implant. The patient's implantable neurostimulator battery charge level was low and stimulation had stopped. It was reviewed that the patient would have to recharge the implantable neurostimulator before they could turn it back on. The patient was waiting to recharge the implantable neurostimulator until he received a new desktop charger.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.